Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 300-579 mg/dl. Customer thought the pump was a possible cause; however did not know. Ketones were present. Customer was in diabetic ketoacidosis (dka) and was treated in the emergency room (ER) with intravenous insulin. After 10 hours, customer left the emergency room feeling "not great, but better". Bg was in the 300s mg/dl.